Event description:
Covidien received info stating that due to a malfunction of a pb540 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory conical and the remote alarm harness. The unit passed performance verification testing.